Event description:
It was reported that the pt had an infection. No pt symptoms, treatment, or outcome were reported. The drug contained in the pt's pump was not reported, the MFR's device tracking system indicated baclofen. Add'l info has been requested from the healthcare provider, but was not available as of the date of this report.